Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had damaged door kit and replaced and also alarmed with error code 240.4150 in which the bottle side sensor having high voltage and resolved by replacing pressure sensors in the door kit. There was no patient involvement.